Manufacturer narrative:
Additional information was received on (B)(6) 2020. Patient underwent bilateral removal and replacement with two 490cc mentor memorygel breast implant on (B)(6) 2020. Patient experienced right sided anisomastia. Date of event is (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: anisomastia. H6 patient code 3191: medical device removal, anisomastia . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, after further review of file patient experienced right sided device migration post procedure. Reason for device explant and/or reoperation: anisomastia and migration manufacturer¿s reference number:(B)(4) updated section b1. Is product problem medical device problem code has been updated.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent primary breast augmentation surgery with two 475cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade iii post procedure. Patient's right sided implant is also going under the arm. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.